Event description:
Pt had hydrelle dermal filler injected to her lips by me in 2009. Four days later, she developed a localized reaction with right lower lip swelling, tenderness and drainage. The product had been injected safely in the proper fashion. Diagnosis: pt desiring fuller lips.